Manufacturer narrative:
(B)(4). This report could not be confirmed in the lab. Therefore, the root cause of the complaint cannot be determined. The returned sample returned did not show any connection problem or evidence of leakage. A batch review was not possible since the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
A sales representative reported to baxter (B)(4) that there was a connection issue with a capd (continuous ambulatory peritoneal dialysis) disposable disconnect y-set. After connection of the capd disposable disconnect y-set to the extraneal bag the connection was not tight and it can get loose easily. There was no patient involvement reported. No further information is available.